Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's bg level was reported to be above what the bg meter or continuous glucose monitor (cgm) could read; however, the exact value was not provided. The customer took manual injections to treat elevated bgs. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.